Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified test strips expire 06/20/2018. Customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 149mg/dl and 163mg/dl. Reviewed meter memory: (B)(6). Customers concern:concern with lo on (B)(6) 2015 9:11:00 pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 110-150mg/dl fasting. Verified test strips expire 06/20/2018. Customer's test strips are being stored properly, and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 149mg/dl and 163mg/dl. Reviewed meter memory: (B)(6). Customers concern:concern with lo on (B)(6) 2015 9:11:00 pm. No adverse event reported.